Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All information was investigated and a cause for the reported single leaflet device attachment (slda) could not be determined. The mitral regurgitation (mr) appears to be due to the slda. The reported patient effect of mr, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report single leaflet device attachment (slda) and recurrent mitral regurgitation (mr) it was reported that on (B)(6) 2019, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+. One clip was successfully implanted, reducing mr to a grade of 1+. On (B)(6) 2020, a six month follow up was performed and transthoracic echocardiography (tte) showed the implanted clip was stable and the patient was doing well. On (B)(6) 2020, the patient returned to the hospital to undergo cardioversion; however, echocardiography showed the patients mr had increased to a grade of 2+. Transesophageal echocardiography (tee) was performed and showed that the implanted clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). No additional treatment was provided as the patient was in stable condition. No additional information was provided.